Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test,self-test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Failure analysis was unable to perform the occlusion test and excessive no delivery test or test for delivery anomaly and air bubble anomaly due to prime/fill anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 289 mg/dl at the time of the call. Customer treated their blood glucose with a manual injection. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer had gone through an airport scanner. Customer stated the insulin appeared to be under-delivering insulin to their body. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer agreed to return the insulin pump for analysis.